Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf and a smartablate and irrigation was not properly flowing during the procedure. It was initially reported by the customer that the temperature reading displayed on the ngen monitor was rising when coming on ablation. The caller stated that it was noticed that when inspecting the catheter and irrigation tubing that the stopcock was broken off of the catheter. The irrigation tubing and catheter were replaced. The procedure continued with no further issues. There was no patient consequence. The customer's reported high temperature and broken ¿stopcock¿ of the catheter are not considered to be MDR reportable issues since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-apr-2025, additional information was received indicating there was an issue with irrigation not properly flowing because the stopcock had broken off the catheter from the tubing. Therefore, there was not enough irrigation flow. Other information received indicated there was no damage on the tubing, but the port was broken that connects to the thermocool smarttouch sf. The maximum temperature cutoff was exceeded and the system stopped ablation. Based on the additional information received which confirmed an irrigation issue while devices were in use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the luer hub. The device was connected to the generator and an ablation cycle was performed; the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Due to the occlusion observed during the test, the high temperature and irrigation issues reported by the customer were confirmed. The potential cause for the occlusion could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The luer hub issue could not be confirmed. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the occlusion in the dome identified by bwi pal and high temperature and low irrigation reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported broken luer hub (¿stopcock¿). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).